Event description:
During service, the baxter repair technician reported a fail code 570. The hospital representative stated that there have been no report of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.